Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone call that the insulin pump's screen was foggy and difficult to read. It was also reported the insulin pump had short battery life. The mother reported the insulin pump was exposed to moisture and sweat. Customer's blood glucose was unknown. The mother reported fluid was present under the lcd display. The customer's alarm history showed a button error alarm and failed battery test alarm occurred. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.